Event description:
"Doctor wanted to remove the port from the pt and the catheter tore 1.5 cm from the port connection. Doctor removed the port connection and piece of catheter drifted to lung carrer. Catheter had to be saved interventional. Catheter was successfully removed."

Manufacturer narrative:
Analysis: the port body was returned along with the catheter lock and a segment of catheter (approx 2cm) still attaced. The detached length of catheter measured approx 38cm and the locking sleeve was not accounted for. Visual inspection of the suture holes did not reveal any evidence that the port has been sutured to anchor the system in place. The fracture surface exhibited a burnished surface over about two-thirds of the circumference, and a rough surface over the rest. The corresponding segment on the outer diameter of the catheter showed similar burnishing. Conclusion: characteristics of the fracture surface indicate that the catheter was repeatedly pulled against a rigid structure at the point of fracture. After crack initiation, the abutting surfaces at the location of the fracture rubbed against each other, and/or against the external structure, and become burnished. The smaller segment of rough texture would indicate that the weakened catheter did not completely break until force was applied during the removal procedure. The vital-port IFU suggests anchoring the device to the fascia using sutures. This will minimize the movement of the vital-port which contributes to the conditions stated in this report.